Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the mid right coronary artery (rca) with mild tortuosity and moderate calcification. Pre-dilatation was performed with a 3.0 x 20 mm balloon. The 3.5 x 28 mm device was advanced, but could not cross the lesion due to the anatomy. A 3.5 x 28 xience xpedition stent was deployed successfully. The patient is doing well. There was no clinically significant delay in procedure. There were no adverse patient effects. No additional information was provided. The return device analysis revealed a tear in the shaft at the guide wire exit.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The return device analysis revealed a tear in the shaft at the guide wire exit. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code and the PMA# is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.